Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the middle cerebral artery (mca) using a penumbra coil 400 (pc400) and a microcatheter. After advancing approximately two centimeters of the pc400 out of the microcatheter and into the target vessel, the pc400 unintentionally detached within the microcatheter. The microcatheter containing the detached pc400 was removed. The procedure was completed using a new pc400 and a new microcatheter. There was no report of an adverse effect to the patient.